Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips , and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. As a result, the customer experienced symptoms loss of consciousness and seizure became hypoglycemic. The paramedics were contacted and upon their arrival, paramedics treated the customer with 2 bags of glucose via injection. No other treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc device. As a result, the customer experienced symptoms loss of consciousness and seizure became hypoglycemic. The paramedics were contacted and upon their arrival, paramedics treated the customer with 2 bags of glucose via injection. No other treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.